Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 01apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 10jun2019. A visual inspection of the touchscreen revealed no evidence of contamination or damage. During testing of the device, it was determined that the touchscreen's resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.